Event description:
Reporter indicated a vns handheld programming computer would not power on. She stated the power light was not on and the handheld was plugged into a working outlet. Additionally, she stated the power cord did not appear to be loose at the connection site. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.